Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call the insulin pump alarmed pump error. The customer's blood glucose level was unknown at time of incident. No further details are given. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit passed self test and displacement test. Pump error (B)(4) alarm confirmed in the pump history due to broken traces on the keypad assembly. Unit received with minor scratches on case, pillowing keypad overlay, cracked retainer, missing display window cover, serial number label missing, corroded battery tube and minor scratches on lcd window.